Event description:
Asr revision. Left asr resurfacing. Reason(s) for revision: alval / soft tissue reaction. Update: received (B)(6) 2012.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
08 oct 2015 - update - rcvd amended implant date - correct date conf on (B)(6) 2015 - amend implant date and added stem details. Added manu and exp dates for other products.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision recommended left asr resurfacing update: surgeon, date of revision and reason for revision received 29 may 2012. Reason(s) for revision: alval / soft tissue reaction bilateral patient - see (B)(4)/ com (B)(4) for right hip update received: 25th november 2013 - cross referenced, amended product type: **asr xl and added product: taper sleeve. 08 oct 2015 - update - rcvd amended implant date - correct date conf on 05 nov 2015 - amend implant date and added stem details. Added manu and exp dates for other products. - kf 05/11/2015 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.